Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump inappropriately suspended due to a sensor glucose of 89 mg/dl and a blood glucose of 178 mg/dl. The threshold suspend feature inappropriately activated on multiple occasions. Troubleshooting was initiated and the tip of the cannula was slightly curved. No products were returned for analysis and a replacement sensor was shipped to the customer.